Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient heard a tone from the device and it was determined there was contact with a magnet on multiple occasions. A recommendation was made to work with the patient to remove the magnet exposure. The device remains in use and no patient complications have been reported as a result of this event.